Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling and full functional testing without duplicating the report. The customer's batteries were recalibrated, the device was recertified and returned to the customer. Review of device activity and battery logs showed no evidence of a no power condition. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown) in cardiac arrest, the device would not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.